Event description:
It was reported that this right ventricular (rv) lead was capped due to unknown product performance issues. No additional information is available at the moment. No additional adverse patient effects were reported.

Event description:
It was reported that this right ventricular (rv) lead was capped due out of range shock impedance presented, which was confirmed through the programmer. No additional information is available at the moment. No additional adverse patient effects were reported.